Event description:
It was reported that the urine flow was not as expected while using the foley catheter. Per follow-up information received via ibc on 25nov2021, it was stated that the event was actually referring to the difficulty faced in inflating the foley catheter. The device was not used on the patient.

Manufacturer narrative:
The reported event was unconfirmed because the reported failure could not be reproduced. The product had not caused the reported failure. No root cause could be found because the reported event was unconfirmed. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Therefore, no additional action is required at this time. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "sterile: unless package has been opened or damaged. Warning: do not use ointments or lubricants having a petroleum base. They will damage latex and may burst balloon. Do not aspirate urine through the drainage funnel wall. Single use only. Do not resterile. For urological use only. Valve type: use luer slip syringe. Do not use needle.". H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the urine flow was not as expected while using the foley catheter. Per follow-up information received via ibc on 25nov2021, it was stated that the event was actually referring to the difficulty faced in inflating the foley catheter. The device was not used on the patient.